Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced scarring. The patient indicated that they insert the sensor into their arms because their abdomen is full of scars. No additional patient or event information is available.